Event description:
Hung doxorubicin, patient alerted she thought tube was leaking. Stopped infusion, checked lines, spiros appeared to be leaking. Contacted pharmacy, stated to disconnect and a new bag would be made. Pharmacy brought up new bag and tubing, old bag picked up by pharmacy.